Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a lsh procedure, the tissue pad broke off while outside of the patient. It was unknown how the case was completed. It was unknown if there was any patient consequence. Device discarded.